Event description:
Customer reports that the unit is leaking water from the heating chamber assembly during a case.

Manufacturer narrative:
The manufacturer is reporting the following complaint after a voluntary review of all complaints (reportable or not) since 2016. This report is being filed now, after being scrutinized under a newly revised risk matrix, recently adopted after inspection. The customer notified cardioquip that a patient was involved during the malfunction although no patient information was communicated. Cardioquip's investigation determined that the heater chamber assembly was causing the leak within the device. After all associated components were replaced, the device passed final inspection, and is fully operational.